Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was getting hot and overheating while plugged into the wall. The remote monitor was rebooted and moved to another outlet. Troubleshooting steps were taken to no avail. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model#: 24952b, serial/lot#: (B)(4) the remote monitor was returned, and analysis revealed that there was no complaint failure found; found error codes 3230 and 5704 in failure analysis (fa) log.

Event description:
The remote monitor was replaced and returned.